Manufacturer narrative:
Date of event and patient's weight is estimated.

Event description:
It was reported that patient's system was unable to enter MRI mode. Diagnostics revealed both leads had high and low impedances. As a result, surgical intervention may be undertaken to address the issue.